Event description:
User error - no faults found with device 3400 [serial unk]. Patient prescribed 250mg IV frusemide in 50ml n/saline at 3ml/hr. The syringe driver delivered the infusion in 5-10 mins which resulted in the patient's death. Driver brought for inspection. Device had no value in the total volume infused and the rate at switch on was 0.3ml/kg/hr, the patient weight was set at 96kg and the concentration was set at 50 micro g/ml. This would give an infusion rate of 576 ml/hr. Device is an anaesthesia syringe driver and would not normally be used on the ward where the incident happened. The maximum rate that the device was configured to run at is 400ml/hr so an infusion rate of 576ml/hr would not have been allowed and a message stating rate invalid would have appeared on the screen. However, by using the bolus feature, it is possible to start the infusion at a rate of 400ml/hr. Unit tested by and all safety features and infusion limits working as specifications. Unit infused at the correct rate when the unit was correctly set at 3ml/hr. Ohter rates were tested and found to be within spec. A complete calibration check was performed and the unit was found to be operating within specification. Unit will be placed back in service as it is working to spec. Report for info only.

Manufacturer narrative:
Device tested by hospital and no faults found with unit - user error.